Event description:
Mother of patient at the patient's home stated that the 5fr double lumen angio catheter was leaking at the red lumen site by where the blue posi-flow connects to the catheter. Patient's line was replaced without difficulty and patient was sent home on same day. No change in the plan of care. Unable to determine when the defective line was initially placed. Unknown if patient factors (i.e. Picking at line) may have contributed to the event.the hospital's vascular access nurse manager has contacted the local product rep and informed them that there is a product defect. The product rep stated that the manufacturer had made adjustments to the product and that this could have ultimately resulted in the product's failure. The rep did not give further details or specify regarding how the changes resulted in the product failure. We are seeing a trend with this device and we have made the local rep aware. We have since pulled this product from our inventory and we are using a different product in its place for now.